Event description:
The manufacturer received information alleging a ventilator inoperative condition. There was no harm or injury reported. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.